Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that the blue part of the clamp was stuck in the "channel where you place the IV pump"; this condition had the potential to interrupt delivery. This condition was found in the emergency room upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that the blue part of the clamp was stuck in the "channel where you place the IV pump" was confirmed during product evaluation. This condition was caused by a broken blue slide clamp that was found in the safety slide clamp assembly. The blue slide clamp was removed to correct the reported condition.